Event description:
A peritoneal dialysis pt was admitted to the hosp on (B)(6) 2014 for shortness of breath and peritonitis. A chest x-ray showed pulmonary edema indicative of fluid overload. The pt received hemodialysis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.